Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 19-jun-2023 h.6. Investigation summary: our quality engineer inspected the 4 photos and 1 representative sample submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the sample photos. Analysis of the sample photos showed a contaminated cannula hub with a broken catheter. A phenomenon of clean cut is observed at the edge of the broken catheter. Bd was unable to determine an exact root cause since the functional testing of the returned sample resulted in no failures observed. There is a possibility this failure could have occurred due to improper handling of the device during use. The clean cut observed in the sample photos is usually the result of a sharp instrument cutting the catheter. However, as it not possible to confirm how the product was being handled, a definitive root cause cannot be determined. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd venflon pro safety IV cannula the catheter broke and a piece remained in patient. It was able to be removed without surgical or medical intervention. There was no additional patient impact. The following information was provided by the initial reporter: a patient has complained of a catheter embolism at clinical research center last week. The doctor shared that the patient may have cut the cannula with a sharp object and pretended it to be a case of catheter embolism. Additional information received. 1) the lupin research centre admitted the patient for removal of cathetor tubing, but could not do it. So they checked all parameters and discharged the patient. 2) cathetor was removed without any surgical or medical intervention. Broken piece of catheter remained inpatient body. 3) patient is discharged and sent to his home. 4) no serious injury reported by patient to lupin research center.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd venflon pro safety IV cannula the catheter broke and a piece remained in patient. It was able to be removed without surgical or medical intervention. There was no additional patient impact. The following information was provided by the initial reporter: a patient has complained of a catheter embolism at clinical research center last week. The doctor shared that the patient may have cut the cannula with a sharp object and pretended it to be a case of catheter embolism. Additional information received. The lupin research centre admitted the patient for removal of cathetor tubing, but could not do it. So they checked all parameters and discharged the patient. Cathetor was removed without any surgical or medical intervention. Broken piece of catheter remained inpatient body. Patient is discharged and sent to his home. No serious injury reported by patient to lupin research center.